Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A nurse reported via phone call indicating that the customer experienced high blood glucose of 521 mg/dl. The customer was treated for the high blood glucose with 12 units of insulin via syringe. The nurse stated they had issues with the keypad on the insulin pump. The alarm history shows that the insulin pump had experienced battery put limits alerts and failed battery tests. The customer did not troubleshoot and did not send the product back for analysis.